Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Almost choked [choking sensation]. Brush heads are less comfortable- mouth [oral discomfort]. Felt something weird in my mouth, brush itself broke off and I have that broken off ball and those tiny screws in my mouth- oral-b brush head [device breakage]. Case description: a consumer, age and gender unspecified, reported via e-mail on (B)(6) 2017 that he/she bought oral-b brushheads, version unknown at a fair in (B)(6) of 2016, that were advertised to fit all oral-b electric toothbrushes but the packaging was out of date. The consumer stated the brush heads were out of date and less comfortable. After one week of use, the consumer felt something weird in his/her mouth, and almost choked. The consumer reported the brush itself broke off, and "that broken off ball and those tiny screws" were in his/her mouth. The case outcome was improved. Relevant history: the consumer reported he/she used oral-b electric toothbrushes all his/her life.